Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. The lot number was not provided; therefore a batch review cannot be conducted. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the cassette) on the home choice (hc) during drain 2 of 5. The home patient (hp) disconnected from the machine and then reconnected back with the same supplies. The patient would start therapy over with new supplies and call the registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the home patient (hp) on (B)(6) 2011, the patient stated she could not remember the alarm that she had, but mentioned that since the event she is fine and everything has been working well. The hp stated that she discarded all the old supplies and could not provide a lot number. There was no patient injury or medical intervention associated with the complaint.